Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 visual examination of the returned product identified scratches are to shell anodized rim face and inner spherical surface. Apical hole plug and (2) screw hole plugs were returned loose and undamaged. One remaining screw hole plug was returned fully assembled in the shell and hex was confirmed to be stripped. Damage showed deformation, burrs, and gouges. Plug was unable to be removed during review for further evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that when opening the g7 cup, the surgical technician went to remove the screw cap hole cover and was unable to remove it. It appeared that the whole plug cover was stripped. No known impact or consequences to the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.